Manufacturer narrative:
The t:slim x2 basal iq user guide states: do not start to use your system before consulting with your healthcare provider to determine which features are most appropriate for you. Only your healthcare provider can determine and help you adjust your basal rate(s), carb ratio(s), correction factor(s), target bg, and duration of insulin action. Incorrect settings can result in over delivery or under delivery of insulin. This can cause very low or very high blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose level of 46 mg/dl. Reportedly, the customer consumed honey, cherries and orange juice to address the low bg. During troubleshooting with tandem technical support, it was determined that the correction factor was incorrect. Customer did not know why the correction factor was changed from 1 unit: 80 mg/dl to 1 unit : 1 mg/dl. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.